Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Manufacturer narrative:
Block b3: approximately the event occurred 4 years ago.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event:model number/catalog number: sc-8336-50.serial number: (B)(6).batch/lot number: 21101610.model/catalog description: coveredge 32 surgical lead kit 50 cm.unique identifier (UDI) #: (B)(4). Block b3: approximately the event occurred 4 years ago.